Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance measurements of 1582 ohms and had dislodged. A revision procedure was performed where the lead was successfully repositioned. The lead remains in service and no additional adverse patient effects were reported.